Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used. During the surgery, the needle tip was broken when the tip of the needle was grasped and pulled out from the tissue when suturing the dermis. The broken needle tip was not found. Because the needle was broken after closing peritoneum, the surgeon opined that the broken needle piece did not remain in the patient¿s body. There were no adverse patient consequences reported. The surgeon opined that the cause of the broken needle was that the tip of the needle was grasped. No additional information was provided.